Event description:
The customer reported the system shut down during a case. No patient injury was reported.

Manufacturer narrative:
A ge representative evaluated the system and replaced the diaphragm board. System operates as intended.